Event description:
It was reported that three ventricular fibrillation episodes were observed in stored egm due to noise. The lead was implanted after the expiration date. The patient deceased and the lead went out of service.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.